Event description:
Information was reported that reports patients returning with remaining volume in excess of the six percent. Primarily the 100 ml cassettes, but they did have an instance with the bag set-up as well. Additional information will not be available. No patient injury occurred.